Manufacturer narrative:
Langston v2 catheter was returned for evaluation. Investigation is in progress; when results or further information is received a follow-up report will be submitted.

Event description:
It was reported that the catheter had a hole/ crack in the side of it and they did not notice any defect when flushing and prepping. When they hooked it up to take a pressure reading, they noticed fluid squirting out the side of the catheter. No harm was done to the patient. It was noted that the physician put his finger over the hole and was able to get measurement. No further complication was reported.

Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The catheter had a two-inch longitudinal split just distal of the y-connector starting at the kink in the shaft. Blood and contrast were present inside the split. There was no other damage present along the catheter. The manufacturing engineer also reviewed the product and determined it was not located at a stress point or joint. It was also stated in the event details that the damage was not noticed until pressure readings were being performed. Based on the information received and the product evaluation it was likely that the catheter shaft became damaged while handling the device prior to use on the patient.